Event description:
After 2nd application of cryo ablation to left inferior pulmonary vein, patient experienced hypotensive event and subsequently st elevation followed by vf event. It was determined that the patient was having acute myocardial infarction. Catheter was removed from patient intact and CPR initiated. After one hour of CPR and interventional cardiologist procedure it was discovered that the patient had complete occlusion of left main artery. Attempts to resuscitate after an hour were terminated and patient death determined. No system notices occurred during the procedure. No unusual events prior to patient myocardial infarction.

Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specification. The visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter had been used for 6 injections. The catheter passed the performance test and the electrical integrity as per specification, also the impedance was within specification. The dissection / pressure test did not show any leak or traces of liquid or blood inside the catheter.